Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-10002 to provide additional information based on the evaluation of the device. The device manufacturer date was identified and filled in the section .the subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of the evaluation on (B)(6) 2016, omsc confirmed that the probe was broken at 20mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed with the scratch as the starting point. There was a spark on the non-insulated part of the grasping section. The proximal side of the ptfe pad was worn away. The manufacturing history of the subject device was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the proximal side of the ptfe pad was worn since the user output the device in seal & cut mode contacting with thick hard tissue. Since the proximal side of the ptfe pad was worn, the probe contacted with the non-insulated part of the grasping section, and a spark occurred, and then a scratch occurred on the probe. The crack developed with the scratch as the starting point when the user output in seal & cut mode or grasped the tissue. The probe was broken when the user grasped or output in seal & cut mode. The following details are found in the instruction manual as warning: do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during the resection of rectum. The probe of the device was broken off. The broken part fell off inside the patient but it was recovered by the user. The procedure was completed with a similar device. There was no patient injury reported.